Event description:
On (B)(4) 2012, the reporter claimed that the patient's insulin pump had moisture behind the display and would not turn on. Subsequently, the patient's blood glucose reading ran over 600 mg/dl. The patient had symptoms of thirst. He was placed on the backup pump and took 10 units of insulin at the time of concern. During troubleshooting, there was no evidence of product misuse. The issue was not resolved with troubleshooting. This complaint is being reported because the patient's blood glucose was over 600 mg/dl after the power issue began.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no evidence of a power issue. On testing, the pump powered on; however the display was not functional. There was audio and vibratory functionality on power on. A rewind, load and prime operation was successfully performed without loss of power. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A leak test was performed and revealed a leak between the display and the case seal at the upper right corner of the display. The pump was removed from the case and revealed moisture and corrosion on the display flex cable and connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).